Event description:
Pt complained of neck pain. A follow-up x-ray showed one broken 16mm bone screw. During the surgery to remove the screw, two top plates were found to be loose. The full implant, screws, top plate and a 62mm plate were removed. No known injury has been reported.